Event description:
It was reported that the 9800 system left monitor was broken during a cable. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and software were intended during the service call.